Event description:
It was reported that during a supply change the user observed fluid leakage at the connector of the fill tubing, then removed the supplies and confirmed no leakage in the cartridge chamber; the user restarted the supply change with new supplies and reported not refilling the cartridge or connecting the connector to the cartridge outside of the pump. Customer care provided support that included user counseling to repeat the supply change process with replacement supplies and verification that the chamber was dry after removing the prior set. Investigation of this case revealed a suspected connection integrity issue at the tubing-to-connector interface, with the cartridge and pump chamber not implicated based on user check. No adverse clinical effects during the event reported. Outcomes included no hospitalization, and a successful troubleshooting on performing a new supply change. It was concluded, based on similar reports, that the cause was likely user setup or handling at the connector during the supply change.